Event description:
The device was applied during a cystectomy with ileoconduit procedure. Reportedly, the staples did not form. The surgeon completed the procedure by manual suture. The hospital has reported that no pt injury occurred.